Event description:
The patient reported, he is experiencing ineffective as well as overstimulation. The sjm representative met with the patient and diagnostic testing revealed normal impedance readings. Reprogramming was able to provide effective coverage at that time. The patient later reported he was again experiencing overstimulation. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.